Event description:
On (B)(6) 2013, the pt underwent a left common carotid/left subclavian bypass, and coiling of the celiac artery. He then underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis. The ctag device (tgu373720/10300096) was implanted at the level of the left common carotid artery. The pt tolerated the procedure. On (B)(6) 2013, f/u imaging reportedly revealed the ctag device may be covering the left common carotid artery. On the same day, the pt underwent an axillary/axillary bypass. Blood flow was restored to each of the major vessels, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Results pending completion of packaging eval.